Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12158. It was reported the pt feels shocking and pain at the ipg site when stimulation is on or off. X-rays do not show any anomalies. Reportedly, the physician plans surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.